Event description:
The device was used during a laparoscopic spleenectomy procedure. Reportedly, the instrument did not grasp or cut, and there was insufficient coagulation. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.